Event description:
During an in clinic follow-up, noise, low pacing impedance and episodes of inappropriate mode switching were observed on the right ventricular (rv) lead. Some of the episodes were attributed to an unrelated procedure, however, insulation damage was suspected to be the cause of the event. The lead was deactivated to resolve the event and the patient was in stable condition.